Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, insulation damage was noted on the pacing lead. It was noted that the insulation frayed while slitting the catheter. The lead was attempted / not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the outer insulation of the lead became extrinsically distorted due to kinking/buckling. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling. Visual analysis of the lead indicated damage at implant. The analyst noted that the outer insulation and the proximal conductor was kinked at 14 cm from the connector pin. If information is provided in the future, a supplemental report will be issued.